Manufacturer narrative:
(B)(4).

Event description:
Analysis of the generator was approved. When received, the data was downloaded from the generator and reviewed. The data revealed that more than half of the battery capacity had been consumed; however, the device had reached an end of service condition, indicating that the device had become pulse disabled. The measured battery voltage confirmed the end of service condition. A visual examination of the internal circuitry confirmed the presence of contaminants on the trimmed edge of the circuit board. The device was interrogated, but system diagnostics could not be performed due to the pulse disabled status of the generator. The circuit board underwent electrical testing and failed several tests. The contaminants were cleaned from the trimmed edge of the circuit board and the circuitry was tested again, and the device was shown to be functioning properly. Based on the electrical testing results, the contaminants on the edge of the circuit board led to the supply current drain. The increased current consumption for both standby and pulsing modes of operation caused premature depletion of the battery. No additional relevant information has been provided to date.

Event description:
Information was received indicating that the battery life of a generator which was implanted in (B)(6) of 2015 had decreased from 75% to 25% just shy of one year. The patient's generator was a laser routed device. The device history record for the generator was reviewed which indicted that the generator passed all functional tests prior to being released. No surgical intervention has occurred to date.

Event description:
The patient's seizures had started to increase in frequency, duration, and severity, per the patient's parents. The device had reached end of service and had programmed itself off. The patient's device was noted to be at 25% battery life remaining as of the prior clinic visit 3 months prior to the report. The patient's device had been programmed to high settings, but the device was still suspected to be depleting quicker than normal. A review of the patient's programming history confirmed that the device had reached end of service and had become pulse disabled. The programming history revealed that the device was depleting quicker than typical. The patient was referred for and underwent generator replacement surgery due to the seizure increase and battery depletion. The explanted generator was returned to the manufacturer for analysis, but analysis has not been approved to date. No additional relevant information has been provided to date.

Event description:
Additional decoder information was received indicating that the voltage of the patient's generator had consistently dropped until the 25% battery indicator was observed. It was noted that the patient had the autostim feature programmed on in (B)(6) 2015. By (B)(6) 2017, 45.3% of the battery capacity had been consumed but the voltage reflected that only 11.5% of the battery was remaining. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Based on this root cause and analysis of returned devices, the premature 25% battery life indicators are typically indicative that the generator will reach true end of service earlier than expected. A secondary cause for premature 25% battery life indicators in a small subset of associated generators may be high beginning of life (bol) battery impedance, and generators only affected by this secondary root cause would be expected to rebound back to normal battery life levels without any substantial programming changes. No additional relevant information has been received to date.